Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal, an infrarenal, and two limbs aortic extension. Upon follow up, computed tomography revealed a type 3a endoleak in the right common iliac artery segment. Physician implanted an infrarenal to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iia endoleak was unable to be confirmed due to lack of clinical information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event. Misuse with a right common iliac artery diameter greater than 2.3 cm; and the right bessel access diameters of less than 6.5 mm (3.9).